Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted ¿mesh that was very scarred and appeared to have fractured and dense adhesions between the omentum and mesh.¿ it was reported that the patient experienced severe pain, nausea, chills, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 10/29/2020. Additional information: a1, a2, d3, g1, g2. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following surgery.